Event description:
It was reported by the dealer that the consumer reported the chair is not moving, but the joystick says you are going too fast. Per tech, possible joystick issue. The dealer hung up before being transferred to complaint team.